Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered more insulin via bolus than what was needed. Customer cancelled bolus and stopped insulin delivery. Blood glucose was 131 mg/dl. Reportedly, customer resumed pump therapy.